Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not actuate during a vitrectomy surgery. The condition of aspiration was unknown. The surgery was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items, the sample was visually inspected and found to be nonconforming with orange/brownish foreign material in the port and clear foreign material under the port on the needle. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter port broken condition. Gouge marks observed under the port and a couple other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation functionality of the returned probe was unable to be tested due to the inner cutter port was observed to be broken at the port, which caused part of the cutter to be missing and; therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. An internal investigation has been completed and actions are presently being implemented to eliminate probe inner cutter breakages. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).